Event description:
A male patient underwent a corrective femur osteotomy and lengthening due to a previous injury. The patient was initially implanted on (B)(6), 2013. On (B)(6), 2013 the patient fell in the shower and felt a snap. The femur and the plate of the patient broke. The patient was returned to the operating room on (B)(6), 2013 for removal of the broken hardware and was revised to the intramedullary nail of a competitor. It was reported that the devices were explanted easily and that the procedure was successfully completed. This is report 5 of 6 for complaint (B)(4).

Manufacturer narrative:
Common device name: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.